Event description:
It was reported that the patient underwent a 4 level posterior lumbar spinal surgery to treat a degenerative disc disease. It was reported that during the surgery, 2 set screws crossthreaded during insertion into a bone screw. No pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.